Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = clear. Unit p-cap / test reservoir locked properly in place. The history download was successful using thus software and the crest software did not have to be used. Unit received with critical pump error (open book image) after battery insertion. Critical pump error was cleared using the back and down buttons. The main arm cannot communicate with the motor arm and hal software error found in history file due to software error. Unable to perform functional tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to the main arm cannot communicate with the motor arm during rewind. Moisture damage was also found on the motor, pcb a1 and a2 and vibrator noted during visual inspection. Unable to confirm battery cap damage due to pump received without the original battery cap.

Event description:
Information received by medtronic indicates the screen on the insulin pump was blank. It was reported the customer suspended the pump and when customer returned to the insulin pump after their shower, the screen was blank. The customer was advised to remove the battery and insert battery did not alarm on the insulin pump screen. It was reported that the contacts on the battery cap were missing or damaged. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.